Manufacturer narrative:
The service rep replaced control panel processor. Check functions by bringing up workstation functions. All functions came up correctly without uncommanded functions. System is operating as intended.

Event description:
The customer reported the indicator lights on c-arm were flashing. Also incorrect workstation functions appearing for function selected. No patient injury.